Manufacturer narrative:
Investigation summary: bd received two photos for investigation. Evaluation of the photos indicated chipped plastic on at the top of the tube wall. Additionally, ten retained samples were inspected, and no instances of damaged tubes were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode molding defect. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported, when using the bd vacutainer® sst¿ ii advance there was the mouth of the plastic tube body was deformed on one device. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was the mouth of the plastic tube body was deformed on one device. There were no health consequences or impacts reported.

Manufacturer narrative:
E1 initial reporter facility name: establishment francais du sang - centre-pays de la loire a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.